Event description:
It was reported that the device reached eri (elective replacement indicator). During the last follow-up session there were some problems with the pacing threshold, with unipolar mode being 3.5 v and bipolar 0.6 v. The lead was tested through the analyzer and was ok. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device reached normal battery depletion.